Manufacturer narrative:
Concomitant: 5076 lead, implanted (B)(6) 2005, 5071 lead implanted (B)(6) 2005.

Event description:
It was reported by a patient family member that the device has been "beeping" every six hours for two days. Follow-up with the physician's office was attempted but no information could be obtained. The device registry system indicates the device was explanted and replaced. No patient complications have been reported as a result of this event.